Event description:
The customer reported that the system did not xray. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the xray tube and calibrated the system. The system operates as intended.